Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched. The fse replaced both check valves on pump and adjusted flow factor (ff), which resolved the issue and all errors cleared. The g8 analyzer was functioning as intended. No further action required by field service. The probable cause of the event was related to the check valves. A complaint history review for (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There was one (1) similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported a peak pattern issue with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.